Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, buttons of insulin pump was less responsive, sometimes had to press buttons twice, unexplained no delivery alerts not due to site issues, no delivery alerts becoming more frequent, battery life had been diminished, rejected new battery, loosing time setting, had to reset again that was happening every time the customer had to change infusion set and also loosing settings every 2 days. Customer's blood glucose value was unknown. Customer declined to report to 24 hours technical support department. The device will not be returned for analysis.